Event description:
The customer is requesting assistance in the explanation of alarm strips for a pt death that occurred on (B)(6) 2011. No device malfunction has been alleged.

Manufacturer narrative:
(B)(4). The customer is requesting assistance in the explanation of alarm strips for a pt death that occurred on (B)(6) 2011. No device malfunction has been alleged. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.